Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mid-shaft humeral fracture repair on (B)(6) 2015 a titanium cortical screw broke during insertion. The fracture was reduced and the plate had already been implanted, so the screw shaft had been left within the patient. The screw head was retrieved. The surgery was successfully completed with no surgical delays. No other intervention was required. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Implant and explant dates: device broke during insertion; device not considered implanted/explanted. A product investigation was completed: one screw head was received broken off the shaft. The shaft of the screw was not received. An inspection of the fracture site showed homogenous material with no abnormalities. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A review of the device history records (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of the complaint condition could not be determined. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. It is possible that the complaint condition was caused by not pre-drilling with the appropriate drill bit prior to inserting the screw, but the exact cause could not be determined. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.